Event description:
Upon transfer of drug from ez60 syringe to the spike adapter 1t (which was connected to a plastic bag of intravenous medication), the syringe bent, exposing the needle barrel at the point of the hub). No spilling occurred. FDA safety report ID# (B)(4).